Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd sentry¿ safety lancet, the needle of one device did not retract resulting in a needle stick injury and exposure to blood. Post exposure testing was performed on the health care worker; however, test results have not been reported. Patient results were negative.

Event description:
It was reported that while using bd sentry¿ safety lancet, the needle of one device did not retract resulting in a needle stick injury and exposure to blood. Post exposure testing was performed on the health care worker; however, test results have not been reported. Patient results were negative.

Manufacturer narrative:
H.6. Investigation summary: material #: 369523. Lot/batch #: d47a740d5. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for retraction failure was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of retraction failure was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode.